Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, adverse reaction to metal debris and elevated metal ion levels. Revision operative report noted presence of fluid and fibrotic changes. The modular head was removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip revision on (B)(6) 2014 was due to pain, fluid collection, and abductor changes. Additional information provided in patient medical records indicates patient had elevated metal ion levels; however, measurements were not provided.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, adverse reaction to metal debris and elevated metal ion levels. Revision operative report noted presence of fluid and fibrotic changes. The modular head was removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.